Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that hazardous drug leaking from texium and smartsite connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information provided.